Event description:
Patient who had a spinal cord stimulator implanted in 1995. In 1999 the stimulator started to malfunction: 1. Multiple problems with the transmitter and multiple repairs lasting only several months. 2. Severe irritation of the skin over the receiver. 3. Severe escalation of pain and increase of disability. 4. Only intermittent and poor stimulation resulting in overall failure of the device. The patient had to undergo additional surgery in order to remove the stimulator. The receiver appeared to be rusted and the electrodes shredded.